Event description:
--

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned 63 centimeter portion of the lead was thoroughly inspected and analyzed. The silicone insulation revealed a tear 36.8 centimeters from the terminal pin. The coils at the distal tip were stretched. Both the anode and cathode coils were fractured at approximately 22.2 centimeters from the terminal pin, which was likely the area where the suture sleeve was tied down. This finding could have contributed to the clinical observations.

Event description:
Boston scientific received information that this right atrial lead displayed loss of capture, pacing impedances of greater than 3000 ohms and noise. A lead revision procedure was performed where the three-quarters of the lead were able to removed. The distal one-quarter of the lead was sutured to the pocket and capped. It was also reported that the lead insulation separated during the extraction procedure. There were no adverse patient effects reported. The lead has been returned for analysis.